Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier -189083b is related to case with patient (B)(4).

Event description:
Last two cannula adhesives do not stick enough, last less than 24 hours. Caller states that the cannula is defective. No adverse event alleged. A request was made for the return of the device.